Manufacturer narrative:
Device evaluation: the report of percutaneous lead damage was confirmed based on the evaluation of (B)(4). (B)(4) was returned with the percutaneous lead intact. Removal of the remaining reinforcing sleeve revealed areas with shield breakdown. Upon disassembly of the returned pump, examination of blood contacting surfaces revealed depositions of tissue and blood in the lumens of the inlet tube, outflow graft, outflow elbow, and outlet stator. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump. Continuity testing was performed on the lead and short to shields were induced in 5 out of 6 wires. The shielding and bionate were removed, and examination of the underlying wires revealed disruptions in the insulation of the black, yellow, orange, red, and brown wires approximately 3 inches from the pump housing. The conductors of all of the wires were exposed. The disruptions appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage to the wires such as crushing or pinching. The disruptions in the wires, would have affected all three of the motor phases, and would have interrupted function as a result of a phase to phase short if the exposed conductors from both wires made direct or simultaneous contact with the braided shield while the device was supported by batteries. The reported event also could have resulted from the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous percutaneous lead replacement was addressed on MFR # 2916596-2015-01416. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was found unresponsive at home while on lvad support. The patient's family reported that no alarms were heard upon discovery of the unconscious patient. Emergency medical services and the coroner pronounced the patient dead on arrival. It was noted that the patient had a recent history of an internal driveline fracture and a pump exchange was not attempted due to surgical risk of suspected aortic aneurysm.